Event description:
Blood in dialysate alarm. Hemastix test confirmed blood in dialysate. Dialysis stopped and new set up applied for completion of treatment. First use dialyzer. Sample available for review if manufacturer required.